Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the patient burned. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: electrocautery coming through outer sheath, could see heat exchange onto liver the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be conductive irrigating or aspirating fluid used was inside the distal end and contacted the l-tip and the sheath causing the sheath to melt, power set too high, ) user misuse or overuse. Manufacture date is not known. (B)(4).

Event description:
It was reported that the patient burned. The procedure was completed successfully.